Event description:
Our office loaned an enuresis alarm to pt suffering from primary nocturnal enuresis. The alarm was new and given in box to pt. We are not sure if the issue involves product use error or a problem with the product, but the alarm has overheated and injured the child while she was asleep. The injuries were significant to discontinue treatment and seek medical care. The child has suffered injuries to skin and is taking medication. This is the first case we have encountered with an alarm which we started leasing 2 months ago.